Manufacturer narrative:
Other, other text: device evaluated, tamper seal removed/broken: yes, on bottom case and plunger assembly, visual inspection performed and found chipped out on lower left front corner of top case and cracked on right plunger case. Acu watchdog failure and primary audible alarm post. Unable to duplicate the acu watchdog failure or the primary audible alarm post. Audio test, at level 1 the reading is 14, level 2 is 28, level 3 is 57, level 4 is 118 and level 5 is 191. Acu watchdog is a sympathy alarm is sympathizing the primary audible alarm post. Repair was not needed due to no problem was found on speaker. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump shows auxiliary control unit watchdog failure. No patient injury reported.